Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant procedure, the guidewire could not pass through the left ventricular lead. It was noted that there was a scraping sound when inserting the guidewire. The lead was removed and a new lead was implanted. There were no adverse consequences to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.